Event description:
A pharmacist reported the haptic stuck to the optic of the intraocular lens (iol) and caused a mark on the optic during iol implant surgery. The surgeon provided additional information reporting the iol was placed in the capsular bag during the procedure due to a "slight zonular desinsertion" following the manipulation of the iol during surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history records review indicates the product met release criteria. There have been no other complaints reported in this lot number. This report was mailed to FDA on: 08/14/2008.